Event description:
The customer reported that the ventilator failed to alarm. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The ventilator was on a patient at the time of the issue and using a non-philips circuit. The authorized service provider (asp) explained that the customer noticed inconsistent flow due to the filters used, which led the customer to report that the ventilator failed to alarm. The asp stated that regarding the alarms, it is due to the connection of two bacteriological filters (yellow), one to protect the ventilator and the other to protect the professional team, creating a double resistance to the flow passage is not validated by philips but usually works. If you use a bacteriological filter (yellow) and a heat and moisture exchanger (hme) filter (green), you will probably end up having problems as the hme filter is a filter designed to retain moisture and microbial load, creating significantly greater resistance to the passage of the flow and thus reducing the fan sensitivity to disconnection. The use of a double filter on the patient circuit is not recommended per the user manual. The ventilator did not alarm and would not be expected to alarm, as there was an increase in resistance due to the double filter, which is a use error. Additionally, the asp also performed a software update to version 3.0, which allows, from this update, to obtain the license for the v60 plus option (autotrack plus).